Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttock on (B)(6) 2022. On (B)(6) 2022, the patient's parent stated the patient had a seizure when the cgm was displaying 11.3 mmol/l and the patient's bg was 6.2 mmol/l. The patient went to the hospital and a second bg reading was taken and it was fairly close to the 6.2 mmol/l that was taken by the emergency medical technician (emt). The patient was treated with anti nausea medication via IV. The patient was kept overnight for observation. At the time of the report, the patient was at home recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via the reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.